Event description:
Reporter alleged obtaining discrepant blood glucose results of 86 mg/dl back to back with a result of 199 mg/dl when testing was performed 1 minute apart on the aviva system. Reporter stated he was feeling "jittery and shaky" during the time of testing however did not provide as to whether his feelings were typical of his hypoglycemic or hyperglycemic symptoms. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.